Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2021. The customer¿s blood glucose level was 33 mmol/l at time of incident. Another blood glucose level was 23 mmol/l. The customer was assisted with troubleshooting. The customer was treated with glycogen, honey and intravenous drip. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. The customer was not using auto mode at the time of low blood glucose event. The device will not be returned for analysis.